Manufacturer narrative:
The reported device was not returned for evaluation. It was noted by the reporter that the product is retained by the hospital and will not be returned to dover. The reported event that "tabs on the end of the blade broke off during use was confirmed based on photo evidence provided by the customer displaying a broken blade. Root cause of the reported event cannot be determined at this time as the blade was not returned for evaluation. No additional information or evidence that would support a specific root cause was received.

Manufacturer narrative:
The device was not returned to the manufacturer as it was reported to have been disposed of by the hospital. A follow up medwatch will be submitted once the investigation is complete. Disposed by hospital.

Event description:
It was reported that the tabs on the end of the blade broke off during use, both tabs had broken. The blade was being used on a stryker system 6 saw during a total knee procedure while cutting through a 5 in 1 femoral cutting guide. There was a surgical delay of 10 minutes and an alternate device was used to complete the surgery. Additional information provided indicated that no portion of the broken device was found in the surgical site. An x-ray was taken intraoperatively to confirm that the broken pieces were not in the surgical site, causing the reported 10 minute delay. There was no patient or user harm associated with the report.